Event description:
The hospital reported that the surgeon is having issues with vasoview hemopro 2 during fasciotomy.

Manufacturer narrative:
(B)(4). (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.